Manufacturer narrative:
Additional information: the device was being used to pre-dilate the lesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloon was difficult to remove from the lesion alone, so it was finally removed together with the launcher guide catheter using surgical access. There was no reported no problem with the launcher device. Correction: sections b.1. Adv evnt/prod prob, b.2 outcome attributed to adverse event and h.1. Type of reportable event updated. Annex f <(>&<)> e codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there were no difficulties during inflation of the device. The pressure applied was 10 atm during inflation. Deflation difficulties were noted after the first inflation. One inflation was performed prior to the deflation difficulties. The balloon failed to deflate. The balloon was not moved or repositioned while inflated. The balloon was not moved or repositioned while inflated. The balloon was difficult to remove it alone, so it was finally removed together with the guiding catheter (surgical access). It was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. An 1:1 concentration of contrast/saline solution was used. The event had not affected the patient. Annex a code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a non-tortuous, non-calcified lesion with 50% stenosis at the ostium of the left main (lm) coronary artery was treated using an nc sprinter coronary balloon catheter. During the procedure, balloon deflation difficulties occurred, and the device would not deflate at the lesion site. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated, and the device passed through a previously-deployed stent without resistance or excessive force. The balloon was removed directly along with the catheter. The patient is alive with no injury.